Event description:
Ous MDR - it was reported that approximately 11 months after the implant this lead explanted and replaced. The lead was explanted due to not exactly specified abnormal values.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation, damages at the steroid collar and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. During the mechanical inspection, a stylet intended for use with the lead was inserted but could be advanced only 1.5 cm towards the tip of the lead. This was due to the presence of coagulated blood along the inner coil of the lead, which was most likely introduced into the lead by means of stylets used during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.